Event description:
It was reported that during a percutaneous coronary intervention to the 70% stenosed, severely calcified left anterior descending with moderate tortuosity, predilatation was performed. While the promus rx 2.75 x 12 mm balloon was being inflated, it was unable to sustain pressure; therefore, the stent was not deployed. The stent delivery system was removed from the patient without issue. Another promus was used to complete the case successfully. No adverse patient effects or clinically significant delay were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Return of the promus stent delivery system (sds) used in the procedure may have aided in the investigation and determination of cause. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. There was no report of any leak in the sds noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was heavily calcified which may have contributed to the reported difficulties. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the heavily calcified lesion, such that the balloon ruptured during inflation. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot revealed no similar incidents reported for balloon ruptures. All stent delivery systems are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.